Event description:
When the pt coded, someone tried to get a single channel recording from the bedside. The viridia info center system rebooted and the pt documentation was lost. The kaiser clinical specialist said that the home patient equipment did not contribute to the death or harm of the pt.